Manufacturer narrative:
5076 lead implanted (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) had a "battery defect" (the potential for internal device arcing during high-voltage charging) and the patient was requesting more information about the procedure that the cardiologist will be performing to "fix it." Follow-up with the physician's office was attempted but no information could be obtained. The device remains in use. No patient complications have been reported as a result of this event.